Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system lost tracking on all instruments. The site was able to register and track normally for the patient¿s left side, which was closest to the emitter, but after 1.5 hours, when the surgeon switched to the right side, the system lost tracking on all instruments and the patient tracker. The site rebooted the system, swapped the trackers for new ones, and changed the emitter location, all without resolution. It was noted the site was able to get a flash of tracking from the instruments occasionally, but then it would stop again. It was noted the emitter was not making a chirping noise. It was also noted the site uses the system frequently and knowns proper emitter placement. The emitter details showed the system had green status for the axiem box and the emitter, and red status for all connected instruments with no metal interference values shown. After 45 minutes of troubleshooting the issue, the surgeon decided to continue the procedure without the use of navigation. After 1.5 hours of non-navigated surgery, the surgeon decided to abort the procedure and reschedule the surgery. This issue caused a less than one-hour surgical delay. A manufacturer representative went to the site and found the system was functioning as intended. Em interface showed good status on everything connected, and the system was tracking with no difficulty. System was only on for 20 minutes, but the surgery center was closing soon, so the manufacturer representative would not be able to stay long enough to leave the system on for another hour to see if the issue occurs after 1.5 hours as it did during the procedure.